Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n094908, implanted: (B)(6) 2007, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 35553,1 lot# n294615, implanted: (B)(6) 2011, product type: screening device. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-02, lot# n291299, implanted: (B)(6) 2011, product type: accessory. (B)(4)

Event description:
It was reported that the patient had to chase their implantable neurostimulator (ins) around because it moved around a lot under the skin. The issue started when the patient lost a lot of weight. The patient also was unable to recharge the ins and start a recharging session. They observed a charge your neurostimulator battery screen on the recharger. After review of best practices for charging they were able to get 6-8 coupling bars which resolved the issue. The patient saw the stimulation icon was off on the recharger screen but this was because the ins battery had discharged. The indications for use of the device were noted as failed back surgery syndrome and non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.